Event description:
The nurse reported via phone call that the customer experienced low blood glucose and serious hypoglycemia as a result of over-delivery of their bolus. The nurse also reported the customer received a button error alarm and the buttons were not functional. The nurse stated the paramedics were called to treat the customer. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime alarm test due to due to faulty force sensor. No button error alarms noted. All buttons functioned properly. However moisture damage was noted on keypad traces. The insulin pump was unable to confirm delivery anomaly and bolus anomaly due to prime anomaly. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly.